Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. C06470) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery and endometrial biopsy. Concurrent conditions included painful urination and uterine bleeding. Concomitant products included citalopram, cyclobenzaprine hydrochloride (flexeril) and meloxicam (mobic). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti/ infection (bladder / vaginal): uti"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines /headaches"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea"). On an unknown date, the patient experienced anxiety ("anxiety"), depression ("depression"), umbilical hernia ("umbilical hernia"), endometriosis ("endometriosis") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain and menorrhagia had resolved, the urinary tract infection, fatigue, anxiety, depression, umbilical hernia, endometriosis and migraine outcome was unknown and the vaginal haemorrhage and headache was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, pelvic pain, umbilical hernia, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure explant date. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), uti, fatigue, anxiety, depression, umbilical hernia and endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: a benign cyst is seen in the left ovary measuring 1.8 x 1.5 x 1.3 cm. Normal abdominal ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : uti, abdominal pain, umbilical hernia, back pain, pelvic pain, endometriosis, fatigue, anxiety and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. C06470) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery and endometrial biopsy. Concurrent conditions included painful urination and uterine bleeding. Concomitant products included citalopram, cyclobenzaprine hydrochloride (flexeril) and meloxicam (mobic). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti/ infection (bladder / vaginal): uti"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines /headaches"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea"). On an unknown date, the patient experienced anxiety ("anxiety"), depression ("depression"), umbilical hernia ("umbilical hernia"), endometriosis ("endometriosis") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain and menorrhagia had resolved, the urinary tract infection, fatigue, anxiety, depression, umbilical hernia, endometriosis and migraine outcome was unknown and the vaginal haemorrhage and headache was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, pelvic pain, umbilical hernia, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure explant date. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), uti, fatigue, anxiety, depression, umbilical hernia and endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: a benign cyst is seen in the left ovary measuring 1.8 x 1.5 x 1.3 cm. Normal abdominal ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : uti, abdominal pain, umbilical hernia, back pain, pelvic pain, endometriosis, fatigue, anxiety and depression. Most recent follow-up information incorporated above includes: on 15-oct-2019: plaintiff fact sheet and medical records received : lot number added. Reporter information, patient details updated. Removal date added. Events added- vaginal haemorrhage, migraine, headache. Concomitant products added. Medical history and concomitant conditions added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("uti"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression"), umbilical hernia ("umbilical hernia") and endometriosis ("endometriosis"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain and menorrhagia had resolved and the urinary tract infection, fatigue, anxiety, depression, umbilical hernia and endometriosis outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, pelvic pain, umbilical hernia and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in essure explant date. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), uti, fatigue, anxiety, depression, umbilical hernia and endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet received. Event injury was updated to events: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), uti, fatigue, anxiety, depression, umbilical hernia and endometriosis. Outcome for events pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding) were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.